Event description:
The patient alleges an eye infection and was presented with a swollen cornea, blurred vision, and irritation in the left (os) eye following a few days of contact lens wear. She was diagnosed with superficial punctate keratitis (spk), grade 3, and was prescribed lotemax (0.5% steroid) 4 times per day. The patient describes a decrease of visual acuity of left eye from 20/20 to 20/30 and is unresolved. The patient permanently discontinued lens wear. It is unknown if there was any permanent injury or if medication was prescribed to preclude permanent injury. Medical information was requested from ecp. Additional information received will be provided as a supplement report.